Manufacturer narrative:
Catheter model: 8731sc, serial #: (B)(4), implanted: 2012 (B)(6), explanted: unk; catheter model: 8731sc, serial #: (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6). Returned for analysis was the pump and catheter (B)(4); results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.

Event description:
It was initially reported that following a pump refill session 10 days ago, patient experienced increased baseline spasticity. The spasticity was further noted as having worsened each day. The location of the symptoms was over "the entire system". It was indicated as being unknown if a procedure was the cause of the issue. No pump alarms were heard. The patient was home; and having the patient go to an emergency room was being discussed. As of 2011 (B)(6) it was reported that the event was "still under investigation". A pump/catheter (B)(4) study was performed and was normal, but it was noted that a positional kink may not be seen on a (B)(4) study. The patient was scheduled for a cervical MRI to occur (B)(6) 2011 to rule out a new cervical compression or other issue. After the MRI, a neurosurgeon may perform surgery and explore the catheter "if need be" was indicated. It was later reported that the patient experienced "break through symptoms"; and spasticity returned "at odd times in day". Both a pump roller study and catheter (B)(4) study were performed, and no issues were found. It was noted that they couldn't' rule out anything, so the healthcare provider elected to replace the patient's device system. The event was noted as ongoing, and the patient was further indicated as being without injury. Drug delivered via the system was lioresal.

Manufacturer narrative:
Analysis of the pump revealed no anomaly; normal device function. Two occasions of a motor stall followed by motor stall recovery were noted in the pump logs. One stall with recovery occurred on (B)(6) 2011 (the day of a scheduled MRI); and the second occurrence on (B)(6) 2012 (after the pump was explanted). Analysis of the catheter revealed no significant anomalies. A non-significant indent seen in the sutureless connector (sc) cup, of which did not affect infusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: the hcp tried to revise the catheter during exploratory surgery on (B)(6) 2012. The catheters looked fine, but the patient's symptoms persisted.